Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was confirmed. The device evaluation found the ceramic tip was broken. Based on the results of the investigation, a definitive root cause cannot be identified, however, based on the damage pattern, it is assumed that the damage was thermally and mechanically induced. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the hysteroscope exhibited a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.